Event description:
Same event as MFR report #: 2134265-2010-02730, 2134265-2010-02753, 2134265-2010-02754, 2134265-2010-02755. It was reported that during rotational atherectomy procedure to treat an in-stent restenosis, a wire fracture occurred. The lesion was located in the moderately tortuous mid left anterior descending artery (lad). The lesion was predilated with a 2.5 x 9mm maverick otw balloon to 20 atms. Then, two passes were successfully performed with a 1.25mm rotablator burr. The maverick2 2.5 x 9mm balloon was readvanced to the distal lad and inflated to 12atm. A 325cm rotawire floppy guide wire was advanced to the lesion, however during platforming of the rota system, the 1.5mm rotablator burr fractured the portion of the rotawire that was outside the body. The wire was removed and a non-bsc cutting balloon was advanced and inflated in serial inflations to 20 atms. Another rotawire was advanced, and a 1.75mm rotaburr was platformed. However, during platforming of the 1.75mm rotablator burr outside of the body, erratic speeds ranging from 150,000 down to 119,000 up to 200,000 occurred. The handshake connection of the unit was examined and connection difficulties were encountered. A 3.0 x 8mm nc quantum balloon was advanced and serial inflations to 18 atms were performed. Ivus was performed on the mid lad and there was an improved angiographic result. A 3.5 x 8mm quantum balloon was then advanced to the target lesion and inflated serially to 18 atms. Angiography revealed an excellent angiographic result in the mid lad with timi iii flow, however plaque shift in the ostial diagonal 1 artery was noted. A 2.5 x 9mm maverick re balloon was advanced in the diagonal and inflated to 12 atms, and a 3.5 x 8mm quantum monorail balloon was advanced in the lad and inflated to 14 atms. Repeat angiography revealed excellent results in the mid lad with timi iii flow, and 40% residual stenosis in the ostial diagonal 2 artery. No patient complications were reported, and it was reported that the patient tolerated the procedure well.

Event description:
Same event as MFR report #: 2134265-2010-02730, 2134265-2010-02753, 2134265-2010-02754, 2134265-2010-02755. It was reported that during rotational atherectomy procedure to treat an instent restenosis, a wire fracture occurred. The lesion was located in the moderately tortuous mid left anterior descending artery (lad). The lesion was predilated with a 2.5 x 9mm maverick otw balloon to 20 atms. Then, two passes were successfully performed with a 1.25mm rotablator burr. The maverick2 2.5 x 9mm balloon was readvanced to the distal lad and inflated to 12atm. A 325cm rotawire floppy guide wire was advanced to the lesion, however during platforming of the rota system the 1.5mm rotablator burr fractured the portion of the rotawire that was outside the body. The wire was removed, and a non-bsc cutting balloon was advanced and inflated in serial inflations to 20 atms. Another rotawire was advanced, and a 1.75mm rotaburr was platformed. However, during platforming of the 1.75mm rotablator burr outside of the body, erratic speeds ranging from 150,000 down to 119,000 up to 200,000 occurred. The handshake connection of the unit was examined and connection difficulties were encountered. A 3.0 x 8mm nc quantum balloon was advanced and serial inflations to 18 atms were performed. Ivus was performed on the mid lad and there was an improved angiographic result. A 3.5 x 8mm quantum balloon was then advanced to the target lesion and inflated serially to 18 atms. Angiography revealed an excellent angiographic result in the mid lad with timi iii flow, however plaque shift in the ostial diagonal 1 artery was noted. A 2.5 x 9mm maverick re balloon was advanced in the diagonal and inflated to 12 atms, and a 3.5 x 8mm quantum monorail balloon was advanced in the lad and inflated to 14 atms. Repeat angiography revealed excellent results in the mid lad with timi iii flow, and 40% residual stenosis in the ostial diagonal 2 artery. No patient complications were reported, and it was reported that the patient tolerated the procedure well.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: the rotawire 325 cm floppy was received fractured in two sections. Both fractured sections show diameter reduction. The fractured sites were sent to sem fracture analysis. The conclusion of that analysis: burr induced surface wear. Final fracture is in a torsional direction. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is determined to be use/user error. The dfu advises: "do not allow the burr to remain in one location while rotating at high speeds, as this may lead to wear of the guidewire. Gently advance or retract the burr while it is in high-speed rotary motion". (B)(4).